Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an egd procedure on an unknown date. According to the complainant, the loop of the snare could not open. The complainant confirmed that there was no other visible damage to the device. The physician was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results- the catheter sheath detached from handle.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was set to the incorrect unit of measure, mmol/l. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. For "several months" the reported meter was set to the incorrect unit of measure, mmol/l; the patient was unaware of the incorrect uom setting. The patient provided the example results of 19.2 mmol/l, 14.0 mmol/l and 12.7 mmol/l. During this time period, the patient took her usual doses of lantus insulin and novolog insulin on a sliding scale. Two to three months later, the patient experienced the symptoms of foot numbness, infections and retinopathy. On (B)(6) 2010, the patient went to the emergency room, where her blood glucose level was tested to be 351 mg/dl. The patient was treated with insulin. Troubleshooting revealed this meter's unit of measure setting was user-changeable, it was previously set correctly and the patient had not entered the meter's settings and changed it. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she misinterpreted the meter readings in the incorrect mmol/l unit of measure, and received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
The medwatch report for this complaint was submitted in error. This case is exempt from submitting an adverse event MDR by the remedial action exemption (B)(4) for the one touch ultra meter for problems with inadvertent change in units of measure dated, (B)(6) 2005.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.